Event description:
One of the 10 surgical patties in a package has no string. Noticed before used on the patient. (B)(6) 2015: was there a delay in surgery over 30 minutes? No. ) what actions were taken as a result of this incident? Complaint.

Manufacturer narrative:
Upon completion of the investigation it was noted that the affiliate was contacted regarding product returned and advised that the product is not available for return. As such it is not possible to evaluate the product and determine the root cause of this complaint. A review of the device history records did not reveal any anomalies during the manufacturing process. This is the first complaint of this type for this product code and lot number. We will continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed. Device is not available.

Manufacturer narrative:
Upon completion of the investigation it was noted that the corrective action was to check the manufacturing documentation for this lot and perform a tcr for all the operators associated with the lot under question. The manufacturing documentation for lot 583378 was pulled and reviewed. Nothing was found to be out of the ordinary with this work order. Root cause is likely due to operator error, this however could not be determined. Per the requirements of the specification the operator is required to inspect the front and back of the patties and also count the amount of surgical patties. Operators are trained to wrap each string onto a counting card to make it very visible and to confirm that there are only 10 surgical patties on the card. A tr was opened to retrain all the operators that had worked on this product and lot #. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4).upon completion of the investigation a follow up report will be filed.